Event description:
As reported, the 6mm angioguard peel away deployment sheath stopped peeling away too soon. The angioguard was pulled out of place and a second angioguard was opened and deployed successfully. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. The deployment sheath tip was fully seated in the filter basket introducer upon opening the package. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted to be within the coil dispenser at the green deployment sheath hub. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the peel-away deployment sheath of a 6mm angioguard rx embolic protection device stopped peeling away too soon. The angioguard was pulled out of place and a second angioguard was opened and deployed successfully. There was no reported injury to the patient. The product was stored inspected, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The deployment sheath tip was fully seated in the filter basket introducer upon opening the package. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted to be within the coil dispenser at the green deployment sheath hub. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. A non-sterile unit of a ¿6mm basket, extra support, angioguard rx for us carotid¿ was received for product analysis. Per visual analysis, the returned components were the deployment sheath and the embolic capture guidewire (ecgw) system. The rest of the components were not returned for analysis. The ecgw system was received inserted into the deployment sheath. In addition, the deployment sheath was peeled until the yellow mark. No other outstanding details were observed with the returned parts. A functional test was performed by peeling away the rest of the deployment sheath. Resistance was felt at two points; however, it was peeled off successfully until the end segment. Per microscopic analysis, the unit was inspected under the vision system and it was observed that the deployment sheath was twisted and opened. A product history record (phr) review of lot 35269679 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿deployment (delivery) sheath-peeling difficulty (rx only)¿ was confirmed through analysis of the returned device due to the resistance experienced during the functional test. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors may have contributed to the event experienced as evidenced by the twisted and opened condition of the peeling deployment sheath received noted during analysis. According to the precautions in the safety information of the IFU, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ this product was finally inspected at lake region medical and was determined to be acceptable. Neither the phr review, nor the product analysis suggest that the event experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6mm angioguard peel away deployment sheath stopped peeling away too soon. The angioguard was pulled out of place and a second angioguard was opened and deployed successfully. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. The deployment sheath tip was fully seated in the filter basket introducer upon opening the package. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted to be within the coil dispenser at the green deployment sheath hub. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35269679 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.